Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 584 mg/dl at the time of the incident. The customer was at 600 mg/dl at the time of the call and all day. The customer used manual injections and was given intravenous insulin to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the high pressure test. The insulin pump will be returned for analysis.